Event description:
The facility reported a colleague infusion pump with a failure code of 703:00. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred on the general nursing floor. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed by service. This condition was caused by defective uim pcb. The uim pcb was replaced to correct the reported condition. Additional information: the user interface module software version of this pump is 5.04.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.